Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care due to the drawer not being able to be opened. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the data cable had disconnected from the device at the station. A field service engineer found that auxiliary drawer 6 was clicking, failed to open, and had a rail with missing bearings along with a broken retractor band, which caused the reported issue. To resolve the issue, the engineer replaced the rails and the retractor band. The system functioned as intended after the field service engineer troubleshooted the device.